Manufacturer narrative:
A ge service representative performed an onsite investigation. The table leg extension was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the table leg extension was difficult to remove and detach from the table. No pt or user injury was reported related to this event.